Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. The patient reported seen a flash screen on the patient programmer. The patient reported that they wear the patient programmer on their neck and it flings over and hits the dresser, sometimes it falls off the bed. It was reported that the patient programmer had poor communication on the screen. The patient reported that they received the replacement patient programmer and it has not fixed the problem. The patient stated that they think it is the antenna cord. A replacement antenna cord was requested to be sent to the patient overnight and the patient was told to call back if it doesn¿t fix the issue. The patient reported that they have been in lot of pain. The patient reported that they could connect ins and charge ins and turn ins on, but they turned ins back off so they now in pain.